Event description:
We have had 3 incidents of suture breaking, one post-operatively and 2 intraoperatively. The dates of events were (B)(6) 2024. Each of these were cardiothoracic surgeries and involved the 4-0 sh prolene suture, lots 101hrm, tmbbqz, tmbcem, and uabhbs. Reference reports mw5160977, mw5160978, mw5160979.